Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperate readings were inaccurate according to customer in an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient and no impact to patient. Per follow up information received via email on 03oct2024, device would be sent to task management for checkup and repair. Device has not been repaired yet. Patient switched to a different device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported event was unconfirmed. The device was evaluated and a function check and temperature readings were tested and the reported event was not able to be reproduced. No repairs were needed, device passed applicable testing. The reported event is unconfirmed the labeling/packaging review is not required. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. The complete initial reporter phone # is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperate readings were inaccurate according to customer in an arctic sun device. Per review of wo on 03oct2024, device was used on patient and no impact to patient. Per follow up information received via email on 03oct2024, device would be sent to task management for checkup and repair. Device has not been repaired yet. Patient switched to a different device.